Event description:
It was reported that the system had intermittent black screens, (intermittent loss of live imaging), which was recovered after rebooting the system. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.